Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent procedure to remove implantable cardioverter-defibrillator (ICD) lead in left chest. Patient reported itchiness post op and had severe pruritis from surgical wound. Ortho hardware swab showed rare gram positive cocci in pairs and clusters and few staphylococcus species coagulase negative. Specimen was still too young, and needed to follow up. The infection was related to the ICD which was placed before the patient was implanted with lvad. The patient had itchiness and pruritis from surgical wound, and was discharged on doxycycline course. The ICD was not an abbott product. As of (B)(6) 2019, the patient finished doxycycline course and infection site was clear. Patient wound healed. Patient had no concerns